Event description:
Customer reported receiving readings of lo, 356 and 457 mg/dl within ten minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was taken to the hosp and diagnosed with dka. An insulin IV was provided as treatment. Testing ws conducted on the fingers.